Manufacturer narrative:
Additional information was received on 12/16/2019. Bilateral mastoptosis was an indication for replacement surgery. When the devices were explanted, bilateral prosthesis replacement with mentor smooth round high profile 380cc saline prostheses was performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female who underwent primary breast augmentation with mentor smooth round high profile 330cc saline prostheses experienced bilateral deflation with no trauma post procedure. The patient started noted that left prosthesis was losing volume, and then the right. Bilateral deflations were diagnosed by through a physician¿s examination. Additionally, pain, redness, and swelling were noted by the physician. As a result, replacement with a set of 450cc saline prosthesis was noted. See 1645337-2019-25546 for contralateral prosthesis report.